Event description:
It was reported to philips that the battery of the uninterruptible power supply was deformed and had a burnt smell, which can impact a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.